Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a raw irritation under the lifevest electrodes. The irritation was bleeding at times. The patient was prescribed triamcinolone cream for the irritation, and the patient reported that the irritation was improving.